Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Height: 175cm. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after inserting the angio-seal device sheath; the user correctly performed the step "set the anchor" with the two click's, and both markers were visible. The user fixed the anchor with two fingers on the puncture site and pulled back the system. The user felt a resistance; however, the system was only about 10cm pulled back until it blocked. The user had a feeling, that the collagen had released but the suture was blocked. The user tried to pull harder, then the whole system came out. Manual compression was applied. A sheath size 6fr was used. No stenosis, plaque or calcification around the puncture site which was above the bifurcation and below the inguinal ligament. The patient's had no complication, after manual compression the bleeding stopped. There was no blood loss. The procedure outcome was improved after the perfusionist achieved hemostasis. There was no need for treatment by a vascular surgeon. Additional information was received on march 29, 2019. Manual compression was performed without complication; there is always a minimal blood loss. The exact blood loss was reported to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation. Results - 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal evolution was received for product evaluation. The device was returned along with the arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The tamping tube was exposed past the green tamping marker. Microscopy was used to examine the collagen attached to the suture. There was un-tamped collagen visible at the end of the suture. The anchor could not be located and was detached from the suture. No other anomalies were noted. Additionally, the button was stiff and the suture release button had not been deployed based on the amount of released suture could be seen in the pictures. Functional testing was performed; the button was pressed and the suture unwound as intended. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the anchor detached from excessive withdrawal forces experienced due to the suture not unspooling, which in turn occurred due to failure to push and hold the suture release button on the handle. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section. It was initially reported that the actual device was not available for return; however, the actual device was returned. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.